Manufacturer narrative:
(B)(4). Correct manufacturer reference: (B)(4). The opt946 optiflow + adult nasal cannula is an interface used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Method: one of the complaint opt946 optiflow + adult nasal cannulas was returned to fisher & paykel healthcare (f&p) new zealand for investigation, where it was visually inspected. Results: visual inspection of the returned cannula revealed that the tubing was detached from the swivel connector. It was further observed that the tubing was stretched at the manifold and 3-way connector end. Conclusion: we are unable to determine the cause of the reported damage to the subject opt946 optiflow + adult nasal cannulas. However, the damage observed was likely caused by the tubing being pulled. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discoloration and stretching or deformation. Any product that fails the visual inspection is rejected. The subject cannula would have met the specification at the time of production. The user instructions which accompany the opt946 optiflow + adult nasal cannula show in pictorial format the correct placement and fitting of the cannula and also warn: - "appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death." - "do not crush or stretch tube, to prevent loss of therapy." - "failure to use the set-up described above can compromise performance and affect patient safety."

Event description:
A healthcare facility in germany reported, via a fisher & paykel healthcare (f&p) field representative that the tubing of two opt946 optiflow + adult nasal cannulas were found detached from the connector during use. There was no reported patient consequence.

Manufacturer narrative:
(B)(4). The complaint opt946 optiflow + adult nasal cannulas is currently en-route to fisher & paykel healthcare (f&p) (B)(4) for evaluation. We are in the process of retrieving further information regarding the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported, via a fisher & paykel healthcare (f&p) field representative that the tubing of a opt946 optiflow + adult nasal cannulas was found detached from the connector during use. It was further reported that the event also occurred approximately three times prior. There was no reported patient consequence.